Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate, as this event, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
On (B)(6) 2010, pt scheduled for total of 1 fraction, with 4 arcs srs treatment on brain lab novalis tx machine. Pt being treated for brain mets. Four arcs planned for the single fraction. Plan called for conical cones to be inserted. Dr (B)(6) reported the planned cones were not put into place during treatment. Therapist began treating first arc and noticed the cone was not in place and stopped treatment. Partial treatment delivered .804mu delivered to 5x5 field size setting (no conical cone in place). Planned mu for this single arc field was 1320mu 24gy total. Site performed calculation to determine exact dose that was delivered. Dr (B)(6) stated the pt was scheduled to receive additional treatment for three other brain mets. Site adjusted planned treatment for the remaining three metastatic sites based on their calculations of dose received on (B)(6) 2010. When dr (B)(6) was asked if there is any additional info regarding this incident, dr (B)(6) stated: "no, this was just user error." The pt was scheduled to receive additional treatment for three other brain mets. Site adjusted planned treatment for the remaining three metastatic sites based on their calculations of dose received on (B)(6) 2010.